Event description:
A nurse reported that the phacoemulsification system shut down on its own during phaco mode. The hand piece was switched and the unit was rebooted. The case was completed with no impact or consequence to the pt.

Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The system was then tested and met all product specifications. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).